Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that touchscreen was not sensitive. There was no patient involvement.

Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 29 apr 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report:15jul2019. Date rec'd by MFR: 08jul2019. The touchscreen was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touchscreen revealed cracked/shattered glass. The due to the condition of the returned part, it was determined additional testing was not applicable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.